Manufacturer narrative:
The x2 pump user guide instructs the user to remove any residual air from the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a minimum fill notification occurred after filling a cartridge with 300 units of insulin. There was no impact to the customer's blood glucose. Reportedly, a new cartridge was loaded successfully and insulin delivery was resumed. The customer then received an inaccurate fill estimate displayed on the insulin gauge of 130 units. During troubleshooting with tandem technical support it was discovered the customer was not performing the proper air removal technique. Reportedly, the customer loaded a new cartridge successfully and received an accurate fill estimate. There was no impact to the customer's blood glucose level for the reported issue.